Event description:
It was reported that the user completed a survey indicating a low blood glucose event and stated that the pump delivered insulin in excess of need or that insulin was metabolized faster than normal. Symptoms included hypoglycemia. Outcomes included no reported alerts or alarms and no reported hospitalization. Investigation included collection of additional information from the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on the user¿s report, with no device alerts to corroborate a malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.